Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor bracket was repaired and the external interface board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 system monitor lock would not work. The monitor bracket was an anode hot error and the dose summary was not accurate. No pt injury was reported.